Manufacturer narrative:
Manufacturer investigation conclusion: the reported event of the ¿battery is showing red even after cleaning charging port¿ was confirmed with the evaluation of the returned 14v battery (serial # (B)(4)). The battery pack was placed in a test universal battery charger (ubc) and was not accepted for charge with a fault code b0013. The battery was opened, and the printed circuit board assembly was measured. Electrical measurements revealed a communication component did not have the expected voltage value and is consistent with the fault code. The analysis could not determine a root cause of the damaged component issue during the analysis. 14v battery (serial # (B)(4)) was manufactured on 03feb2020 by the supplier. The battery was received for inspection under batch number 7408675. The battery was shipped to the customer on 22apr2020. Battery storage, initial use and maintenance are addressed in the heartmate li-ion battery instructions for use (IFU) (rev e - section 2.0 and 8.0). Care and maintenance of the heartmate universal battery charger (ubc) are addressed in the heartmate ii instructions for use (rev c) and the heartmate 3 instructions for use (rev c). Section 3, power the system, description of battery charger pocket lights and their meaning. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a defective battery. The battery showed red even after cleaning the charging port. The charging ports were attempted to be changed and the batteries were cleaned.